Manufacturer narrative:
(B)(4): review of the black box and download history revealed multiple persistent 'no cartridge detected' warnings on the date of the reported failure. On testing, the pump powered on normally. During the first load attempt, the pump did not detect the insulin cartridge. Force sensor calibration testing was not able to be performed due to the load step malfunction. The pump was opened for investigation and revealed a misaligned force sensor circuit component on the printed circuit board. The force sensor resistance was noted to be within specifications. (B)(4).

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.